Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was faded, plastic chipped off when changing reservoir, b buttons was harder to press and random unexplained no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Insulin pump passed self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert, audio/vibrate anomaly and missing segments/partial display noted. Pump received with cracked reservoir tube lip noted. (B)(4).